Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention procedure this 3.50mm x 15mm nc emerge balloon catheter was selected. However, while the device was inside the patient, a shaft break occurred. The procedure was no completed and no patient complications were reported.

Manufacturer narrative:
Lot number update from 0022255897 to 0022255896.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention procedure this 3.50mm x 15mm nc emerge balloon catheter was selected. However, while the device was inside the patient a shaft break occurred. The procedure was no completed and no patient complications were reported. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. A visual examination revealed that the device is separated and the middle section is missing. The proximal section of the device from the hub to the separation measures 29.1cm long. The distal section of the device to the separation measures 24.4cm long. The missing sections include the distal hypotube, exit notch, and proximal guidewire lumen. There are multiple kinks present along the device. Microscopic examination revealed that the tip is damaged and the balloon is loose. There is blood present in the balloon, inflation lumen and guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities.